Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level that was over 600 mg/dl. The customer had high blood glucose all day and kept taking insulin but when they went home it was still high. The customer could smell insulin and noticed that the insulin was leaking but when they took the site out, it looked good. The customer treated their high blood glucose by changing the infusion set. The customer's current blood glucose level was 120 mg/dl. It was noted in troubleshooting that there were no air bubbles and no current leaks. Troubleshooting was not completed because the customer had to leave. The customer was advised to call back to further troubleshoot for the site leakage. The device will not return for analysis.